Manufacturer narrative:
Device photo evaluation: visual analysis of the returned device identified: crease fold, crystalline in the gel and deformation. Weight measurement identified the device weight within specification. After the autoclave cycle cloudy color in the gel was observed. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.